Event description:
It was reported that a peritoneal dialysis (pd) patient observed a separation between the ¿blue part and the light blue, white¿ part of a minicap transfer set. The separation was noticed ¿a few days¿ after the transfer set was changed. The patient placed a minicap on the transfer set and pushed it back into place. According to the patient, the detachment happened several times afterward, and the patient treated the issue in the same way each time. The patient did not report the event to the clinic staff. The patient presented to the pd clinic and the transfer set was replaced. Subsequently, the patient was diagnosed with peritonitis manifested by cloudy pd fluid and stomach cramps. The cause of the separation was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics. At the time of this report, the patient outcome and action with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.